Event description:
It was reported that information was received from a manufacturer's representative regarding an external device. The reason for call was that the pt reported that the recharger (understood to be the controller) wasn't turning on. Caller stated that the patient had turned off their stimulation to charge the implant (ins) and when they went back to charge the ins, the recharger wasn't turning back on. The caller was not with the patient at the time of the call, so further troubleshooting could not be performed. Agent advised the rep that agent would attempt to contact the pt to provide further assistance. When asked for the event date, the caller said that they thought the issue started last night, however the pt was making it seem like it had been going on for weeks. Agent called the pt on the phone number that was provided by the rep, however it went to voicemail so agent left a message advising the pt to call back for further assistance. Agent was therefore unable to perform troubleshooting or collect any device information/serial numbers.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the controller not powering on had been resolved.